Event description:
It was reported the patient was in the office on (B)(6) 2012 and was reprogrammed to c+/1- at 1.4 volts and all impedances were in the normal range and the patient was feeling stimulation. There were impedance readings higher than 4000 ohms on all unipolar pairs on (B)(6) 2012 when the patient had an appointment for reprogramming and she was not feeling stimulation from the left implantable neurostimulator (ins). The program was changed to c+/0- with cycling. When the program was changed to 2.0 volts/360 pulse width and 3.0 volts/450 pulse width, there were less than 50 ohms read on all bipolar pairs. There was no viable pair to reprogram the device that would give the patient any therapy. It was initially reported there was no accident or incident related to the complaint, but that the patient was an "aggressive exerciser, doing lots of ab work." An x-ray of the device on the day of this report showed the device was flipped numerous times in the pocket and the lead was pulled out of position. The patient had pushed on the ins, moving it in the pocket and flipping it so many times that the lead was pulled from its place and damaged. The system was replaced on (B)(6) 2012.

Manufacturer narrative:
Product ID 3093-33, lot# v870675, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).